Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "caller informed several devices are having the under delivery problem however they won't be sending in the pumps for repair since the issue has been resolved by pushing in the new drug library. Delay in therapy:yes. Need for medical intervention:unknown. Patient involvement: yes".